Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed alarm as well as low battery. The customer¿s blood glucose was 195 mg/dl. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was advised to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specifications. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test. Unexpected restart error test and all operating current test.